Manufacturer narrative:
E1: (B)(6) hospital, (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope experienced abnormal image during set up. There were no reports of patient involvement.